Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Customer reported that an IV of lactated ringers was started at 10:15 am to run at 50ml/hr. At 15:30 pm, 667ml had infused. The rate on the IV pump showed 600ml/hr. The nurse thought that the rate had changed due to the use of a cell phone nearby. The logs showed a variety of infusion programs were initiated prior to the event which included some secondary infusions. At 1:53 pm the log shows the user selected the primary infusion program and changed the rate from 50ml/hr to a new rate of 600 ml/hr. The user then selected the secondary program and entered a secondary rate of 500 ml/hr and a vtbi of 10 ml. At 1:56 pm, the secondary rate was modified to 200 ml/hr and the vtbi to 100ml. At 2:12 pm, the total volume infused readings were cleared. At 2:26 pm, the secondary program concluded and the primary infusion began operating at the programmed rate of 600ml/hr. At 3:28 pm the primary infusion was paused and the rate was changed to 50 ml/hr. At 3:28 pm total volume infused: primary IV= 620.132 and secondary = 47.821. At 3:50 pm, the pt received lasix 20mg ivp due to chf and fluid overload. The possible spontaneous rate change r/t the use of a cell phone was not substantiated or duplicated. The higher infusion rate was due to user programming which was clearly identified in the event log. Customer to re-educate staff.